Event description:
It was reported the implantable neurostimulator (ins), not the lead, was being moved to the opposite side.

Manufacturer narrative:
Concomitant products: product ID 3550-06, serial # unknown, product type accessory; product ID neu_unknown _lead, serial # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).